Manufacturer narrative:
E1: patient city: (B)(6), patient country: hong kong.

Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that patient faced packaging not sealed properly misshaped or sterile packaging not intact event on (B)(6) 2024. No further information.